Manufacturer narrative:
The initial report of erosion was received on (B)(4) 2011 and was submitted via an alternative summary reporting (asr) on (B)(4) 2011. Information was received on (B)(4) 2011 that revealed an out of spec analysis on the lead (B)(4). As there was new information, the lead (B)(4) no longer qualified for asr. The lead was erroneously submitted via the asr rather than an individual MDR. Therefore, the lead now is being submitted as a late bimonthly report. Evaluation summary: (B)(4): the full lead was returned and analyzed and the proximal conductor was fractured. It was also noted that the defibrillation conductor was fractured, the distal conductor had blood/body fluid (not obstructing), the outer tubing was kinked,/buckled, and the outer overlay was melted. In addition it was found that the outer tubing had environmental stress cracking that was breached (non-electrical), the outer insulation had cosmetic depression, there was blood in/on the helix and the lead was flexed. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the lead eroded through the skin. The lead was explanted and replaced. The lead was returned, analyzed and subsequently tested out of specification. No further patient complications have been reported as a result of this event.